Manufacturer narrative:
Product analysis: the device returned inserted in a non-medtronic sheath. Biologics were evident in the inner member. The distal section of the balloon was protruding from the sheath. The exposed balloon folds were disturbed. Stretching was evident to the catheter body immediately proximal to the insertion point of the sheath. The balloon was removed from the sheath. The proximal balloon bond was stretched and twisted. The balloon folds were intact throughout the balloon working length but were disturbed at the proximal and distal section. An attempt was made to inflate the balloon; however, it was unsuccessful due to the condition of the proximal balloon bond and stretched catheter. No deformation evident to the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a in.pact av access to treat a lesion. Embolic protection was not used. Device was prepped per IFU with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. There was difficulty removing balloon following balloon inflation. Balloon did not fully collapse and therefore could not be removed from the vascular sheath. Subsequently required removal of balloon and sheath together. No patient injury reported.